Event description:
It was reported that during implantation, the physician was unable to place the left ventricular (lv) lead in the subsequent lv vein due to positioning difficulty. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).